Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the pump was noted. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually inspected, and leak tested. Upon visual evaluation, bodily contamination within the component was identified; therefore, the component was not functional tested. No leaks were identified in the pump. The reservoir was visually inspected, and leak tested. Visual examination revealed three holes in the adapter strain relief junction, most likely due to explant damage. The reservoir did not pass the leakage test. Both cylinders were visually inspected, and leak tested. The first cylinder had a hole in its proximal end, and the second cylinder had two holes in its middle; both damages caused by a sharp instrument. No leaks were identified in either cylinder 1 or cylinder 2. Based on the information available and analysis results, the reported clinical observation of a crack in the pump connecting tube could not be confirmed; therefore, a conclusion code of caused not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the pump was noted. All components were removed and replaced. There were no patient complications.